Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (additional text), d4 (expiration date), h4 (device manufacturer date), h6 (device code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 52 year old patient with a valve model 7300tfx31mm implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of eight (8) years due to degeneration leading to regurgitation and stenosis. The patient presented approximately the previous two (2) years with worsening symptoms (sob). At that time it was found that the patient developed endocarditis secondary to IV drug use (second occurrence). At that time the patient was treated with IV antibiotics, and monitored by physician. Recently patient's health status continues to degenerate (same symptoms as previously stated) rapidly, even though in a consistent drug rehabilitation program. A 29mm transcatheter valve was successfully implanted within the edwards surgical device. The patient's outcome was noted to be well at the end of procedure.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 52 year old patient with a valve model 7300tfx31mm implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of eight (8) years due to degeneration leading to regurgitation. Recently patient's health status continued to degenerate rapidly and presented with shortness of breath. A 29mm transcatheter valve was successfully implanted within the edwards surgical device. The patient's outcome was noted to be well at the end of procedure.